Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021, however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date the hospital notified that after each neuro closure case, the driver are having to be sent down to engineering to remove the handle from the shaft. The patient does not require any revision surgery or hardware removal. There were no patient consequences are reported. This complaint involves four (4) devices. This report is for (1) matrixneuro screwdriver blade hex coupling/self-retain/med. This is report 2 of 2 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9 h3, h4, h6: part 03.503.017, lot u343303: supplier: (B)(4). Release to warehouse date: september 09, 2019. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: visual inspection of the complaint device showed no physical defect. During functional assessment, several unsuccessful attempts were made to remove the device from the handle. The screwdriver was stuck to the handle and could not be removed by using the quick released mechanism of the handle and exerting pulling forces; thus the complaint is confirmed. Dimensional inspection was performed on the stuck screwdriver, and showed the relevant dimensions were conforming. The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the screwdriver was returned being stuck in the handle. Attempts to remove the screwdriver from the handle were unsuccessful. Although no root cause could definitively be determined for the reported complaint condition, it is likely that the device or component failure occurred. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.